Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. A product experience report received on july 5, 2017 stated that one episode of non sustained ventricular tachycardia/noise noted on (B)(6) 2017. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).